Manufacturer narrative:
Customer reported that a small air bubble was noted in the tubing. During troubleshooting with tandem technical support, it was determined that the air bubble was small enough as to not be a cause for concern. Customer acknowledged. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 542 mg/dl. Correction boluses were administered to treat bg levels. During troubleshooting with tandem's technical support, it was noted that insulin leaking from the luer lock. Customer tightened luer lock and resumed insulin therapy.